Manufacturer narrative:
On 8/16/2019, mentor became aware that the patient's capsular contracture was a baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the capsular contracture that the patient experienced is now a baker grade I. Mentor also became aware that the patient was scheduled for implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, breast pain manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 405cc mentor memorygel breast implant catalog: smpx405 lot: 9434038 sn: (B)(6) and (left) 405cc mentor memorygel breast implant catalog: smpx405 lot: 9427150 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: (left) 350cc mentor memorygel breast implant, catalog: 3503501bc, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered sharp pain toward side of arm and to the bottom of the right breast, with slightly hardness and breast deformation, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.